Manufacturer narrative:
Article citation: amarasekera dc, shankar va, razeghinejad r. Xen gel stent failure due to luminal obstruction. J ophthalmic vis res 2024;19:386¿391. Https://doi.org/10.18502/jovr.v19i3.9404 further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Review of the article "xen gel stent failure due to luminal obstruction" from the journal of ophthalmic and vision research reported the following xen®45 gts events for case 2. One patient underwent ab-externo implantation with iridectomy to avoid iris occlusion in the left eye. Postoperatively reporting high intraocular pressure of 32 mmhg, flat bleb, and black line through the lumen 1 month pod. Eye underwent bleb needling, 5-fluorouracil injection, argon laser pulses, medications including oral acetazolamide. Surgery was performed to remove device whereupon the device broke, surgery was completed with trabeculectomy. This is the same article reported under abbvie patient identifier (B)(6) (emdr (B)(4), (B)(6) (emdr(B)(4), (B)(6) (emdr (B)(4). This emdr is being submitted for the case 2.